Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a water leakage from the angle handle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign object was inside the nozzle due to insufficient cleaning. Additional findings were as follows: due to a scratch on switch1, water tightness is lost, due to adhesive peeling between light guide lens and distal end, water tightness is lost, the connecting tube, the plastic distal end cover, the scope connector cover unit, the scope connector, the universal cord, the image guide protector, the grip, the scope-cover, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the control unit, the switch box, all have a scratch, the adhesive around light guide lens, the paint on air/water cylinder, both was peeled, the objective lens has a chip, the connecting tube has a wrinkle, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to dirt on objective lens, there is a lack of image on the monitor. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. Based on the results of the investigation, and the obtained information, the foreign material was unable to be specified. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance of this device.